Event description:
The tub is apparently the wrong size. Co puts this trach in the pt and had to remove it after two days. The pt was complaining of pain even when it was deflated. The pt also experienced bleeding when using this trach. Also, the tip of the trach at the bottom of the white inflation line has a sharp barb.